Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported the PICC line was placed on monday (B)(6). On tuesday (B)(6) the nurse who placed the PICC came to change the dressing and found it was broken in half. The PICC was urgently removed and incident reported to leadership. Additional information received: the device broke outside the patient's body. The PICC had some length between the insertion site and the spot where it broke so it was gently pulled out by the remaining part of the PICC outside the body. No replacement was done.

Manufacturer narrative:
The device history record (DHR) review shows the lot was manufactured according to standards and that there were no discrepancies that could be related to the reported event. The lot was released according to product requirements. One catheter was received for analysis and investigation. According to the visual inspection, the catheter was broken on its tube below the butterfly. Therefore, the event reported was confirmed. Based on the review of the event, the device was in use for 1 day, and was in working condition when flushing and when placing it. The exact root cause of the issue could not be determined. No actions are required at this time. This complaint will be used for tracking and trending purposes.